Event description:
It was reported that during an unknown procedure, the device was used on rectum. There was no staple on the distal rectum. The staple line on the proximal rectum was completed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Did the device fully cut? Yes. What was the appearance of the deployed staples? The deployed staples were b-form. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. No incident related to the reported event was observed during the batch record review.